Manufacturer narrative:
(B)(4). The device evaluation determined that the pump primed and flowed per specification during the initial multi-rate flow test.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.